Manufacturer narrative:
Getinge field service engineer (fse) verified the problem and found the back cover of the rescue unit badly damaged which broke cv1 on the fill manifold. Also the fse noticed that the pressure hose to the reservoir was punctured and the fiber optic connector on front panel was broken. The fse replaced all broken parts and performed the iabp diagnostic tests. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) was making an internal leaking sound. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.